Event description:
Allegedly surgeon has concerns about cocr neck. Pt, has metal on poly articulation. Cobalt level 1.7 and chrome level less than 1. No evidence of pseudotumor on mars MRI. Pt. Has pain. Rcvd additional information on 3/12/2014; patient was revised on (B)(6) 2013.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00530, 00531, 00532.